Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. During surgery, the reservoir could not be pressed let alone could not be locked. Even 2 people together tried to press it, but it did not work. It was discarded. Further details are not provided. There were no adverse consequences to the patient. No sample will be returned.

Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.